Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was noted a pericardial effusion (pe) and cardiac perforation occurred. The procedure was cancelled. During a watchman appendage closure, a versacross connect kit was selected for use. The patient was placed under general anesthesia and transesophageal echocardiogram (tee) was performed to confirm if the procedure could proceed. After the right femoral vein access, the transseptal puncture (tsp) was completed using versacross connect and watchman sheath. The sheath was advanced into the left atrium followed by a non-boston scientific pigtail catheter to access left atrial appendage (laa). After some time, it was decided to re-attempt a new tsp for a better trajectory into the laa. Before a new tsp attempt, a pericardial effusion was noticed on tee around the right ventricular and left ventricular on the posterior side of the heart, and a pericardiocentesis was performed on the table. Then, the patient was taken to the operating room for a cardiac surgery, and also blood transfusion was performed. The procedure was cancelled. The device is not expected to be returned for analysis. The patient was not under warfarin, and it was under eliquis and asa. The second tsp was not attempted. Once the initial tsp was performed, the versacross dilator was removed, the non-boston scientific pigtail was over the versacross wire and then the wire was removed. It was noted that the patient's atria were both dilated and quite large in size and the heart was slightly rotated. The act was within optimal range. There were no multiple attempts required to track up / drop down into position on septum before tsp was performed, it was an average amount of time spent manipulated the sheath on the septum for a proper tsp. No other issues were noted. There were no malfunctions or contributions from any of the versacross (dilator or rf wire) reported.